Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section of the lower uterine segment, the absorbable suture needle and thread were separated. The device replaced immediately, and then the needle and thread were separated again. The suture was replaced to complete the procedure. There was no patient injury.